Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Investigation: first, we pushed down the upper part completely to make visible the grippers. The next step was a visual inspection of the instrument. Here we found, that one of the both grippers is bent, the other gripper is still straight. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot and this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probable usage related. If additional information is received a follow up report will be submitted.

Event description:
It was reported the clamping sleeve jammed intra-operatively. During an ennovate spinal surgery procedure it was noted the downtube short jammed. There was no patient injury do to this event. No patient information has been provided.